Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with drawer and the issues with the tower doors were addressed in a different work order created. A field service engineer (fse) tested the drawer in the hardware test application (hta) and read all cubies and sensors correctly. The drawer was not failed while onsite. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.